Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that during preparation of the hyperglide balloon system, there was no reflux of serum seeming to indicate that the balloon was punctured/ruptured. The balloon could not be prepared or used. As the issue occurred during assembly, it is considered that there was no patient involvement.

Event description:
Additional information was received stating that the hyperglide did not inflate when saline and contrast were introduced. The contrast ratio was 50/50. The physician did not shape the guidewire tip.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the hyperglide balloon catheter and guidewire were returned within a shipping box, an open hyperglide outer carton, and a plastic pouch. The guidewire was returned within the hyperglide balloon catheter. ¿ visual inspection/damage location details: the guidewire was found extending out from within the hyperglide hub for ~17.5cm and from within the distal tip for ~24.5cm. The guidewire was found bent at ~2.5cm and ~1.0cm from the distal tip. ¿ testing/analysis: the guidewire could not be removed from within the hyperglide balloon catheter likely due to dried contrast. Therefore, the balloon subassembly was dissected (cut). A mandrel was inserted into the balloon's distal tip, and the balloon was inflated. The balloon remained inflated, no leaks or ruptures were observed. ¿ conclusion: based on the device analysis and reported information, the customer¿s report of ¿balloon rupture during set up¿ could not be confirmed. No damage was found with the returned hyperglide balloon. In addition, the balloon inflated during testing. The cause of the reported event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.